Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The rotor was adjusted and the issue was resolved. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the demo system will show the door open message on the pendant when the door actually closes. The manufacturer representative was unable to apply pressure to the sidewall covers to get the door switches to engage. There was no patient involvement.